Event description:
It was reported that an asymptomatic patient presented for a post op check. It was noted that the right ventricular lead exhibited low sensing and high capture threshold. The physician tried to reposition the lead but the stylet could not be inserted and the screw could not be retracted. The lead was explanted and replaced. The patient remained stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.